Manufacturer narrative:
Analysis of the catheter revealed damage occurred to catheter body and or guidewire during implant procedure. The complete proximal and distal portions of the catheter, anchor deployment tool (adt) with anchor attached, stylet, cannula and guidewire were returned for analysis. There was couple of bend seen in the guidewire in an area about 10, 15 and 20 cm from its distal tip. There was no damage to the individual windings of the guidewire present. Corrected information: conclusion no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The manufacturer representative reported the catheter was tried to be placed in the intrathecal space, but the physician was unable to advance it. When the catheter was removed it was coiled up, bent, and unable to be used. The catheter was removed and a new catheter was placed. The issue was resolved. The system was being used to deliver morphine.

Event description:
Additional information received indicated the event was initially reported by the healthcare provider.